Event description:
It is reported that while in flexion, a small portion of the tension guide broke off behind the newly affixed components. After removing the poly and spending a great deal of energy trying to locate the fragment of the tension guide, the surgeon decided to explant the two remaining components. He located the fragment and removed it intact. As a result of this incident, the surgeon thought it best to convert the pt from a unicompartmental knee to a total knee.

Manufacturer narrative:
It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may have affected the access to the joint space and interaction of the components such as ligamentous tissue quality, and height are unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.